Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Date of birth not available. Not applicable for this device. Not applicable for this device. Study name - learn registry. The altatrack guidewire was not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a peripheral therapeutic procedure, a altatrack berenstein catheter was loaded over an altatrack guidewire. During advancement, resistance was encountered while cannulating in the right renal artery. A dissection was noted, which was then covered with a stent. The physician stated that the guidewire caused the dissection, but there was no device malfunction. The patient was presumed in stable condition and discharged from the hospital. This adverse event is being submitted because the altatrack guidewire caused a dissection and required stent placement.